Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received pump error alarm. The customer's blood glucose was 207 mg/dl at the time of incident. Troubleshooting was done. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.